Event description:
Complainant alleged that during biomed testing, the device displayed an "empty battery - 1430" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The battery was recharged to remedy the report. The device's external power supply was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.